Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and the customer was unable to obtain readings. As a result, the customer reported they received third-party medical treatment however, details of the treatment was not provided as the customer refused to further troubleshoot. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was performed and no issues were performed. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and the customer was unable to obtain readings. As a result, the customer reported they received third-party medical treatment however, details of the treatment was not provided as the customer refused to further troubleshoot. There was no report of death or permanent impairment associated with this event.